Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as a raised, itchy, red bumps. Reaction was located under the sensor pod. Affected area was treated with the prescribed clobetasol cream. Patient was unable to recall date of prescription. Additional event or patient information was not provided. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.